Manufacturer narrative:
(B)(4).evaluation summary: the device was returned for evaluation. Visual inspection was performed with no issues noted. Leak (with the device's spike inserted into tubing), clear passage, and clamp function testing were performed with no issues identified. The outer diameter of the spike was measured and found to be within the specification range of the product. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv-flash solution transfer set had a connection issue with a 1.5 l twin bag (baxter product). The reporter stated that there was a gap between the devices when they were connected. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.